Event description:
Bed was found down in storage with a note stating the head would not stay up.

Manufacturer narrative:
Hill-rom technician found that the head section was drifting down slowly. He replaced the CPR valve to resolve the issue.